Manufacturer narrative:
The 5076-45 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds. Reprogramming was performed, and then the right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.